Manufacturer narrative:
H3: the device was received, a lot history review was performed, and no relevant nonconformances were identified. Visual and functional testing was performed and the device delivered within specification. The reported issue of under-infusion could not be confirmed or replicated. No further action was taken.

Manufacturer narrative:
E1: facility name "(B)(6) hospital". H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that there was a total of 140 ml of solution in the bag, the pump displayed infused 138 ml, but there was still 20 ml solution remained in the bag. There was no delay in patient¿s treatment. There were no alarms during the infusion. Continuous infusion rate: 3ml/hour. Reservoir volume: 138ml. Given: 138 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A closed system transfer device was used to fill the cassette. The pump was used to prime the extension tubing. This event occurred at the patient's home and was operated by a health professional. No patient harm/adverse event reported.